Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out with the device during removal, preventing proper hemostasis. Hemostasis was achieved by manual compression in less than 30 minutes, and the procedure was completed by manual compression. There was no reported patient injury. The sealant was deployed completely above the access site and was dislodged from the arteriotomy, and it did not stick to the device. The device storage temperature did not exceed 25 °c, and there was no resistance during use. Button #1 and button #2 were fully depressed, and the balloon was fully deflated. The procedure was diagnostic using a retrograde approach. The user was mynx certified and trained in the device. A non-cordis sheath introducer was used. The femoral artery was verified as suitable with an arterial vessel type, vessel diameter greater than or equal to 5 mm, little vessel tortuosity, common femoral artery (cfa) stick location, and no peripheral vascular disease (pvd) or calcium at the puncture site. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The device will be returned for evaluation.